Event description:
It was reported st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's anticoagulation medication regimen was stopped prior to the procedure and the patient's activated clotting time (act) was 189 seconds. A watchman truseal access system (was) was advanced into the patient. The laa was injected with contrast via the pigtail catheter that was inserted in the was. A swirling opaque image was seen in the wing of the laa. The patient experienced st elevation which was treated by hyperventilation from the anesthesiologist. It was suspected air embolism or thrombus occurred, but nothing definitive was determined. It did not appear to be mobile. When fluoroscopy was checked again, nothing was seen. The procedure was aborted.